Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 360p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on 28th november 2016. Upon receipt of the device, there was evidence on the lower-case assembly to suggest the device had sustained damage due to a heavy impact. Additionally, a distinct rattle sound was heard coming from the inside of the device. This would confirm the reported fault. The history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017 and that it had successfully performed to specification up to (B)(6) 2017. After (B)(6) 2017, the device records eight self-test fails during manual power cycles, due to a real-time clock (rtc) error. The user would have been alerted with a "warning, device service required" prompt. No further log entries were recorded. After further investigation it was found that the fault was caused by the coin cell battery becoming completely detached, this would account for the rtc error recorded in the history log, the lack of flashing status led as the coin cell forms part of the led drive circuitry, and the device rattling upon receipt. As several other components were damaged, no further testing can be carried out.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Something loose inside.